Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the needle is dramatically bent. Both ts and suture remain on the delivery needle. The device was functionally tested for proper actuator advancement and cycling and was found not to function as intended due to the bent needle. Device was not returned in the condition of the reported complaint of simultaneous deployment. Per the device information for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported that during a meniscus repair, t1 and t2 deploy together. No patient injury reported. Back-up device was available.

Event description:
It was reported that t1 and t2 deploy together. No patient injury reported. Back-up device was available.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated.